Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Event description:
It was reported that during a bowel resection procedure the case went well with no patient consequence. It is unknown at the time of the initial procedure how the anastomosis was tested for leaks. At some point after the initial procedure the patient was brought back into the operating room with an anastomotic leak. There is no further information at this time. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.